Event description:
Pedicle screw breakage l4/5 because of not completed fusion mass after pseudarthrosis.

Manufacturer narrative:
The screw breakage was caused by a pt overload not having enough fusion mass developed. The implant itself worked according to its specifications.